Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; full lead returned and analyzed. (B) (4) device was returned but no anomalies were found

Event description:
It was reported that during the implant procedure, the physician reported difficulties with positioning the 4194 lead. The device was not implanted. No patient complications have been reported as a result of this event.